Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product code is unknown, the foley catheter labeling is found to be adequate based on past reviews. Correction: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported via phone on (B)(6)2019 , that the catheter bent around the urethra and then, would straighten back out upon removal. The patient advised that the catheter would tore the patient's tissue upon removal. The patent allegedly developed a stricture and was unable to void, subsequently the patient had to have emergency surgery in order to void.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patients previous bard kit (2016) broke inside of him.